Manufacturer narrative:
(B)(4). The information related to product code was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose. Customer¿s blood glucose reading at the time of the incident was 40 mg/dl. Customer was treated with food for low blood glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was using the auto mode. The insulin pump will not be returned for analysis.